Event description:
On (B)(6) 2013, the reporter stated that the needle broke off in her husbands arm 10 days ago. They went to the doctor and the doctor was not able to remove the needle so he was not going to have surgery to remove the needle. An attempt to obtain additional info was unsuccessful. No further info is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.